Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the wire pass drill bit broke, the fragment was immediately removed from the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a cranial procedure, the wire pass drill bit broke, the fragment was immediately removed from the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: investigation results indicate that the most likely cause of breakage is from metal contact combined with excessive force. The associated devices IFU for use with wire pass drills were reviewed and contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.